Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the replacement procedure, the implantable cardioverter defibrillator (ICD) had problems because part of the right ventricular (rv) lead was stuck inside. It was also noted that the pin of the lead had came off. A different device was successfully implanted and the lead was capped and replaced. It was further reported by the patient that they had initially heard alert tones and didn¿t realize they were coming from their implanted device. The patient reported that when they were out of state, they received a shock and then after that, if they moved their neck a certain way, they got more shocks, receiving four more. Once back home, the patient saw their heart doctor and was told there was noise on the ICD and it needed to be replaced. When replacing the device, the surgery took longer as the doctor said a lead was corroded and was broke in half. Later that evening, a lead came loose from the new ICD post-surgery, and the patient had surgery the following morning to reattach the lead. The patient said the intravenous (IV) placed had an occlusion and they were never ¿out¿ for the surgery. The patient stated they got a blood clot and were on medication for it. The new ICD and lead remain in use. No further patient complications have been reported as a result of this event.